Event description:
The jetstream g3 was advanced to treat a severely calcified 35 cm lesion located in the mid sfa. After a short period of treatment, it was noticed that nothing was being aspirated and the console was making a loud clicking sound. The procedure was stopped and the device was flushed with success and treatment was resumed. A major embolism was noticed after treatment. The emboli could not be retrieved and was then treated and resolved with lytics.

Manufacturer narrative:
The pathway jeststream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream 3g system and is listed as a potential adverse event in the IFU.